Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. There was some resistance noted when removing the device and the (black) distal sheath broke off and remained in the patient. The physician attempted several methods, including a retrograde approach using a snare device and contralateral access, and cut down, to retrieve the device but was unsuccessful. The patient underwent surgery to remove the device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.